Manufacturer narrative:
The device not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed by log file analysis which revealed 3 high watt alarms were recorded on (B)(6) 2016. Rises in power consumption were logged starting (B)(6) 2016 to a peak of 4.4 w and (B)(6) 2016 to a peak of 5.2 w, outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power events can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital with elevated hemolysis lab values.  The patient was treated with systemic alteplase therapy on (B)(6) 2016 with apparent normalization of pump parameters.  A preliminary log file review confirmed multiple high watt alarms starting on (B)(6) 2016 followed by a normalization of power consumption.  The patient was discharged home on (B)(6) 2016.